Event description:
A report was received that the patient was having frequent ipg charging. Database analysis revealed no anomalies on the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having frequent ipg charging. Database analysis revealed no anomalies on the ipg. The patient will undergo a revision procedure.